Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-mar-2023 . H6: investigation summary one used sample and one unused sample (model #mp5303-c, lot #22109023) were returned by the customer. It was reported by customer that "the extension set would not flush..." The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were each connected to a 10ml bd syringe and attempted to be flushed with water. Both samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model mp5303-c lot number 22109023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: the extension set would not flush. The nurse took the max plus connector off the tubing and hooked the flush syringe to the tubing and it would not flush at all. This was all done before the extension set was hooked up to the patients IV.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: the extension set would not flush. The nurse took the max plus connector off the tubing and hooked the flush syringe to the tubing and it would not flush at all. This was all done before the extension set was hooked up to the patients IV.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.